Event description:
Plaintiff alleges a severe, potentially life-threatening allergy to latex and all latex-containing products. As a result of this sensitivity, plaintiff has sustained injuries of a personal and "pecumiary" nature. Plaintiff also alleges loss of wages and furture earnings. Plaintiff alleges loss of consortium.